Manufacturer narrative:
A visual inspection was performed on the returned unit. The reported damage to the delivery catheter (dc) pod was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication to suggest a lot specific product quality issue exists. The investigation was unable to determine a cause for the reported damage. It may be possible that inadvertent mishandling of the dc pod caused the noted damage. It may also be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the pod; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after successfully loading a emboshield nav6 filter into the delivery catheter pod, during removal from the tray it was noted that the delivery catheter pod was fractured. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.